Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured on 25-feb-2013. A review of system risk files found the risk of system failure ((B)(4) risk # (B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A two-year historical review of similar complaints revealed that system failure during a procedure has not led to serious injury. In this case, an alternate laser was brought in to complete the procedure with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert based on the age of the system, wear could have likely played a role in the failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign user facility reported that almost at the end of a tul procedure in which a lumenis powersuite 30w laser was being utilized, error message appeared on the screen and the system stopped working. Unable to continue with the system an alternate method was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.